Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of luer detachment from the tubing was inconclusive because the returned sample was a sealed lot sample. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample was received int its original sealed packaging. The sample was unremarkable to gross inspection. Microscopic inspection of the sample did not reveal any evidence of damage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. While no damage was observed during evaluation of the returned sample, the sealed state of the packaging indicated that the returned sample was likely a lot sample and was not the originally implicated device. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump has a half inch scratch on the lcd screen. Customer stated that they can not read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.